Event description:
Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer report number: 1627487-2023-03661, 1627487-2023-03662, 1627487-2023-03664 it was reported that all four of the patient's leads had migrated. As a result, surgical intervention may occur to address the issue.

Manufacturer narrative:
Date of event is estimated.